Event description:
The facility's representative reported an infusion pump with "failure". During service a baxter technician reviewed the event history and discovered a failure code 812:02. The facility's biomedical engineer stated this pump was not involved in a patient incident this time or since last serviced by baxter. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.